Event description:
Atrial polarity switch on (B)(6) 2021. Alerts triggered: pacing impedance out of range" observed oversensing of atrial lead during an atrial arrhythmia. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).